Event description:
Discordant, falsely low sodium results were obtained on forty one patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were retested on an alternate instrument, that resulted higher. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens healthcare diagnostics cse (customer service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the cse replaced the dilution probe aspiration pump seals and the sodium electrode. The cse also cleaned salt from the ion selective electrode module. The cse determined that the cause of the discordant sodium results was unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.